Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a current blood glucose value of 300 mg/dl at the time of the event the blood glucose was 240 mg/dl.  High blood glucose was treated with insulin pump. Troubleshooting was performed and the blood glucose was going down. The auto mode feature was active at the time of the event. The customer was using the insulin pump system within 48 hours of reported high/low blood glucose event. The customer will discontinue the use of the insulin pump and it will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned pump for alleged possible under delivery anomaly and high blood glucose on (B)(6), 2022. Pump passed active current measurement, sleep current measurement, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Pump successfully downloaded using thus and carelink. No unexpected insulin flow blocked alarms noted during testing. Confirmed pump alarm insulin flow blocked alarm on october 21, 2022 at time 12:44:00.000 during bolus and daily total of bolus insulin delivered = 50.9u in pump downloaded history. Pump's memory was reviewed and no alarms or anomalies were noted. Pump was cut open to perform visual inspection and found no component or moisture damage on the electronic assembly, motor assembly, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked case (battery tube), and pillowing keypad overlay. In summary, pump passed required testing. Customer alleged for possible under delivery anomaly was not confirmed. Unable to confirm high blood glucose. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
The device was returned for analysis.